Manufacturer narrative:
Method: device inspection and device history review. Results: manufacturing records were reviewed for the reported lot and no relevant issues were identified. Upon visual inspection, the returned device is confirmed to be fractured through the threaded hole that interfaces with the solis inserter. Conclusion: the plausible root cause of the reported event is a misuse - excessive impaction force during cage insertion.

Event description:
It was reported that one of the cages was attached to the cage holder then positioned by using mallet. During the procedure, the cage was broken so another cage with same size was used to try it again but the part where the cage attached to the cage holder was broken as well.

Event description:
It was reported that one of the cages was attached to the cage holder then positioned by using mallet. During the procedure, the cage was broken so another cage with same size was used to try it again but the part where the cage attached to the cage holder was broken as well.